Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there were intermittent spo2 readings. The module will be able to show spo2 values and then suddenly the values disappeared. There was no error message displayed on the screen. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection showed cracks on the sensor port. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device would lose connection to the sensor with slight touch of the sensor. Internal inspection showed pin 5 of the 8-pin connection had continuity malfunctions. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.